Event description:
It was reported that the patient underwent a c-section in 2001 and delivered a male infant by low transverse cesarean section. The fascia was closed with a running 1-0 panacryl suture. The patient was discharged on three days later. In 2002, the patient presented at the clinic and complained of bleeding and foul smelling discharge from the incision site. Four openings were noted at the right border of her incision, the largest being approx 1.5 cm. On the following month, the patient was noted to have separation of her incision. She was prescribed a course of keflex on the next month, and the drainage persisted through the next follow-up on four days later. On approx a month later, the physician believed that the wound was healed. But the wound reopened in six months later, with drainage and foul odor. She was again prescribed keflex, but complained of persistent pain, irritation and discomfort at the incision site. In 2004, she underwent a trigger point injection scar infiltration procedure, with temporary relief. On one month later, her incision reopened, and she was treated for the next few weeks with another trigger point injection scar infiltration procedure. In 2007, the wound again reopened. Eight days later, she underwent a surgical debridement procedure on the c-section incision site. She continued to experience drainage and some extrusion of suture material. On approx five and a half months later, she underwent an abdominoplasty/panniculectomy procedure in an effort to resolve her complications.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.